Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing, elevated sensing integrity counter (sic), and noise. The lead was programmed off and a replacement procedure is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. During the explant, the helix was unable to be retracted due to lack of torque transmission from the pin. The lead was cut and a portion of the conductor coil was found to be free within lead lumen and removed. The lead was able to be removed using traction.